Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 250 ml of fluid in the reservoir. The tubing was clamped. Visual examination confirmed the reported leak at the distal luer post when the tubing was unclamped. The root cause of the leak was caused by cracks on the distal luer post. The cracks on the luer post were caused by a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate leaked during filling. The device was being filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.